Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received, but has not yet been evaluated. (B)(4).

Event description:
A surgeon reported that air was found in the infusion line during the surgery. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient.